Event description:
The affiliate stated the customer reported falsely elevated creatinine (crem) results, for three patient samples, involving unicel dxc 800 synchron system. The samples were identified as serum samples which followed urine samples and had elevated creatinine values relative to the urea result. The customer stated quality control (qc) was acceptable during the event but subsequently failed with high flier. All three samples were reanalyzed on (B)(6) 2012 on an alternate unicel dxc 800 system. Controls were performed prior to and after the event. The customer noted the stirrer was dirty and proceeded to clean the cup and replaced the stirrer. There was no evidence of precipitant in the reagent bottle. On (B)(6) 2012, the customer stated qc was high for level 1 serum control, 209 umol/l (reference range: 55 - 69 umol/l). The customer checked the stirrer and system and all appeared acceptable. The customer performed subsequent qc and obtained a result of 65 umol/l. The elevated results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer was advised to discontinue use of the instrument. This is report two of two referencing event date (B)(6) 2012. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered there was no rinse water to the creatinine cup and other modules. The main control manifold also had poor water flow to the manifold. The fse noted a significant amount of slime ejected while purging line. The fse reconnected the water inlet but there was no water flow to the cups. The fse cleaned the manifold, replaced several water restrictors, and rinsed the cups. The fse cleaned the stirrers and cups, performed recalibration, qc for ise, and chemistries. All results were acceptable. The fse indicated the issue was due to carryover as the creatinine cup was not rinsing due to a blocked main control manifold. The fse reanalyzed creatinine qc by placing high urine qc sample before a lower serum qc sample, and noted serum qc result recovered higher. The fse noticed the manifold had stress cracks around the fittings and replaced the fluidics/vacuum manifold. The fse decontaminated the water systems in the hydro pneumatics. The instrument conformed to the manufacturer's published performance specifications. Restrictor this medwatch report is related to MDR 2050012-2012-01699.